Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. There was no additional follow-up or outcome reported from the event.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue does not represent a device deficiency, nor did the issue represent a serious injury or adverse event. This event does not meet MDR requirements as defined by 21 cfr 803.